Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2010. It was reported that the pt's ipg had spontaneously shut off 4 times in the last 2 months. The pt had to use her programmer to turn the stimulation back on. No further info is available at this time.